Event description:
Boston scientific received information from this patient that one of their leads was fractured as a result of performing chin ups and was to be later revised. Further information from the clinic staff clarified that the patient's implantable cardioverter defibrillator (ICD) had detected impedances of <200 and >3000 ohms on the non-boston scientific atrial lead. In addition, oversensing was noted with unnecessary mode switching. The nurse could not verify a lead fracture.

Manufacturer narrative:
No adverse patient effects were reported. The patient will be further evaluated later this year and their ICD was reprogrammed to vvi. Should additional information become available this event will be updated.

Manufacturer narrative:
The device was explanted about two months later for normal battery depletion. As of today, the device has not yet been received. Should additional information become available, this event will be updated.